Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarms noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and motor test. Insulin minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer also reported a black circle at the top of the screen of the insulin pump. Troubleshooting was done. It was reported that the customer was using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field as the customer was using a pacemaker. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.